Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was symptomatic from a drop in heart rate. This was due to noise on the right ventricular (rv) lead which inhibited pacing in the atrium and ventricle. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.